Event description:
It was reported that the procedure was to treat an iliac artery. The omnilink elite stent delivery system (sds) was advanced through a 6french introducer sheath, and resistance was met. The stent completely dislodged in the sheath. The stent was removed through the sheath with a snare. The issue did not occur when switched to another 6 french sheath. A non-abbott stent was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under separate medwatch reports.